Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field specialist, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve, as the 23 mm commander delivery system with valve was advanced into the aortic arch at an area of calcification, difficulty advancing the system was noted. The delivery system was advanced toward the aortic arch but there was continued resistance during advancement of the system. The delivery system developed a kink in the descending aorta which appeared to have caused a vessel perforation. The 23 mm sapien 3 ultra resilia valve was pulled back into the descending aorta and deployed there without an issue. A 30 mm x 155 cm non-edwards covered stent was placed to repair the perforation. The patient was stable upon leaving the cath lab. Prior to the tavr procedure, shockwave with an 8 mm balloon was performed to the right iliac and distal aorta. Subsequently, additional information was provided by the field specialist. It was clarified that there was a vessel perforation and there were multiple units of blood products given. It was noted that when the delivery system was advanced into the aortic arch at the area of calcification and resistance was encountered, the calcification was moderate to severe. The patient was noted to have moderate tortuosity. As the valve was unable to be successfully implanted in the annulus, the patient will possibly be re-scheduled for another tavr procedure at a later date.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the provided imagery revealed there was a kink mid-way on the catheter shafts while the delivery system was still in the descending/abdominal aorta. There was calcification and tortuosity present in the right access vessels. There was also calcification present in the aortic arch and tortuosity present in the aorta. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, the inability to track the system through the patient's anatomy that resulted in the valve being deployed in the descending aorta and the crack/damage observed on the delivery system flex shaft that resulted in a vessel perforation requiring an intervention were confirmed based on the evaluation of the provided imagery. A review of the IFU/training materials revealed no deficiencies. As reported, "as the 23 mm commander delivery system with valve was advanced into the aortic arch at an area of calcification, difficulty advancing the system was noted. The delivery system had been advanced toward the aortic arch at 50% flex. More flex was added, but there was continued resistance during advancement of the system. The delivery system developed a kink in the descending aorta which appeared to have caused a perforation." A review of the provided imagery revealed calcification in the ascending aorta aortic arch. Additionally, the provided imagery showed there was a kink mid-way on the catheter shafts near the descending/abdominal aorta. Based on the reported event and imagery provided, the calcification in the aortic arch may have constrained the passage of the delivery system, leading to tracking difficulty. Furthermore, the difficulty in tracking through the aortic arch likely required manipulation of the delivery system, which caused the delivery system catheter shafts to kink. In this case, the available information suggests that patient factors (calcification) may have contributed to the tracking difficulty and procedural factors (device manipulation) may have contributed to the kink on the delivery system catheter shafts. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information from evaluation of the imagery provided. The following sections of this report have been corrected/updated: h6 (device code) and h11 (provide narrative/data). Imagery was provided for evaluation. A review of the provided imagery revealed the delivery system catheter tracking to and over the aortic arch, with a kink mid-way on the catheter shafts while still in the descending/abdominal aorta. The investigation is still ongoing.